Event description:
Medtronic received information that at an unspecified time, this affinity nt oxygenator had a gas exchange issues with p02 at 100% f i02. The customer stated the device was not damaged and that clotting/thrombus/fibrin was not observed in the circuit. The device was replaced to complete the procedure. There was no adverse patient effect reported with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5: medtronic received information that during use of an affinity nt oxygenator, it was reported that the device had a gas exchange issues with p02 at 100% fi02. Additional information d4.3 (serial #): there are three potential serial numbers for the device. The potential serial numbers are (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.